Event description:
Operative report states when the capsule was entered, it was found that the right implant had been previously ruptured and the extruded gel and implant membrane were removed. Dr alleges the pathological report stated, implant capsule - fat necrosis with foreign body giant cell reaction with silicone like material.